Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that the implant (nt485) was removed due to bone loss.

Manufacturer narrative:
One osseotite tapered implant (nt485) was returned for investigation. Visual inspection of the as returned product identified signs of wear due to usage around the external threads and collar. Measurements were taken using a caliper (ID: (B)(4); due date: feb 25, 2020) and through dimensional analysis and comparison to drawings (dwg no. S618-02 rev. Aa), it was determined that the product met design specification. Pre-existing condition noted on the per was low bone density (type iii). The reported device was located on tooth # 19 and was implanted for approximately 4 months. Pictures or x-ray images were not provided to evaluate the reported event. As a result, the reported event (bone loss) could not be verified. DHR review for the lot (2017011528) had revealed no deviations nor non-conformances which could have caused or contributed to bone loss after implantation of the device. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot (2017011528) and no similar event or complaint was found. July post market trending was reviewed and there were no negative trends or corrective actions for the reported event (bone loss) or device (nt485). Therefore, based on the available information, device malfunction did not occur and the event could not be verified through visual inspection of the returned product and without x-rays to review. The following sections have been updated: d4: unique identifier (UDI) number: (B)(4).

Event description:
No further event information available at the time of this report.